Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) by paramedics due to hyperglycemia. The patient's blood glucose (bg) levels reached 500 mg/dl while wearing the pod on the arm. Symptoms reported include nausea and vomiting. The pod was removed in the ER and patient was treated with insulin (1 or 2 units). The patient was released after spending about 4 hours in the ER with a bg level "in the 200's" (mg/dl). This pod was discarded.